Manufacturer narrative:
Device 1 of 2. Evaluation: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product, however the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference manufacturer report: 1627487-2010-01243/ follow up #001. The patient had an scs system including an ipg and percutaneous lead. It was reported that the physician determined the patient was experiencing intermittent stimulation due to the lead (see MFR report# 1627487-2010-01243) and added this second lead to the system on (B)(6)2010. It was reported that about one week after this second lead was added, both lead migrated from the epidural space. On (B)(6)2010, the physician explanted and replaced the percutaneous leads with the same model leads. The explanted leads were discarded and not returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.